Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further related issues have been reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 23 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient underwent a colonoscopy due to bloody stool. Multiple small and large diverticula were found, and one bleeding site was clipped on the ascending colon. Inr goal at this time was 1.8-2.2, and the hemoglobin was 7.9 g/dl with an inr of 1.6. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was readmitted with bloody stools, a hemoglobin level of 6.1, and an inr 1.7. An esophagogastroduodenoscopy (egd) was performed and revealed a polyp, and four clips were applied. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was transfused with an unreported amount of packed red blood cells (prcb) in an outpatient setting. Three days later, the patient was admitted with bloody stool. Another egd was performed and revealed an arteriovenous malformation (avm) that was clipped. The patient was discharged on (B)(6) 2015. Coumadin and aspirin were discontinued. On (B)(6) 2015, the patient was again transfused with an unspecified amount of prcbs in the outpatient setting. Five days later, the patient was readmitted with hemoglobin of 6.8 g/dl. Another egd and a video capsule study were negative. The patient was discharged on (B)(6) 2015, and was started on octreotide. On (B)(6) 2016, the patient was admitted with dizziness, a hemoglobin of 4.7 g/dl, and black tarry stools. An endoscopy was performed, and four clips were applied to an avm. The patient was discharged on (B)(6) 2016. The patient required intermittent blood transfusions, and was admitted again on (B)(6) 2016, with a hemoglobin of 6.5 g/dl, and bloody stools. The following day an egd found 2 non-bleeding lesions, and clips were applied. A colonoscopy found two polyps and an avm, and clips were applied. The patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient was admitted with a hemoglobin of 5.8 g/dl with bloody stools. On (B)(6) 2016, an egd found erythematous duodenopathy, and cauterization was performed. The following day a colonoscopy found a 30-40 mm polyp; however, there was black-tarry stool preventing a clear visual in order to remove the polyp, and the procedure was aborted. On (B)(6) 2016, a polypectomy was performed, and clips were applied. The patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient was admitted after experiencing light-headedness and a fall. The patient¿s hemoglobin was 7.9 g/dl. On (B)(6) 2016, an upper gi scope was performed, and nothing abnormal was found. A lower scope was performed, and a clip was applied to the site where the polyp was previously removed. The patient was discharged on (B)(6) 2016. No additional information was provided.